Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a error code of  pump error 53-¿¿software error detected¿¿, pump error 63-¿¿ hardware low level failures.¿¿and pump error 63. Troubleshooting was performed and was able to clear the alarm successfully and customer able to complete rewind. Advised the customer to do a self-test on the pump and it got passed. No harm requiring medical intervention was reported. It is unknown whether the customer discontinued the use of the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error alarms noted during testing. Alarm occurred during testing. No pump error 53, pump error 63, or pump error 69 were found in the pump history and pump diagnostic trace files. The pump was cut open for visual inspection. . Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, damaged serial number label (faded, stained, peeling), cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 53, pump error 63, or pump error 69 are not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.